Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; manufacturing files were reviewed and no anomalies were found. The stryker rep reported that the patient had good bone quality, good bone purchase (proper prep of the screw holes) and that the polyaxial screw was properly attached to a polyaxial screwdriver (as per stg). The possible root causes for the tulip separation include: screw misaligned for angular insertion into bone, hard bone and screw connected too tight to screw driver.

Event description:
It was reported that the surgeon performed a c2-t1 pcf. When he placed the t1 screw on the right side, he used a radius thoracic sharp probe, tapped with a 3.5mm tap, then began implanting a 4.5x28mm non-biased screw. As he was finishing the screw insertion, the tulip head of the screw detached from the bone screw, breaking the screw. As a result, the surgeon was forced to extend his incision to t2 to place screws and attach rods. This caused a 45 minutes of additional surgical time.

Event description:
It was reported that the surgeon performed a c2-t1 pcf. When he placed the t1 screw on the right side, he used a radius thoracic sharp probe, tapped with a 3.5mm tap, then began implanting a 4.5x28mm non-biased screw. As he was finishing the screw insertion, the tulip head of the screw detached from the bone screw, breaking the screw. As a result, the surgeon was forced to extend his incision to t2 to place screws and attach rods. This caused a 45 minutes of additional surgical time.